Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that after replacing multiple components, hardware malfunctions were still occurring.the device was replaced as the customer was not confident hardware issues were resolved.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not dispense propofol during a procedure. Customer stated that the affected procedure was a knee arthroplasty and the required medication propofol was retrieved from a different device. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that a bd pyxis anesthesia es system did not dispense propofol during a procedure. The customer stated that the affected procedure was a knee arthroplasty and the required medication propofol was retrieved from a different device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-sep-2021 to 18-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not able to dispense propofol during middle of the procedure. A field service engineer replaced almost everything with this device and observed some hardware failure, decided to service swap for the new pas system to resolve the issue. The system functioned as intended after the field service engineer replaced the device.